Event description:
It was reported that a mobi-c revision surgery was performed to address instability after the patient experience a traumatic fall. Prior to the fall, the patient did well with the initial surgery and two years post-op. The flexion/extension films showed instability with ligaments posteriorly. The mobi-c implant at c4-5 was still intact. The surgeon used an osteotome on the superior and inferior endplates to remove the implant without complication. A competitive acdf device was implanted to fuse the level.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the reported traumatic fall by the patient. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c revision surgery was performed to address instability after the patient experience a traumatic fall. Prior to the fall, the patient did well with the initial surgery and two years post-op. The flexion/extension films showed instability with ligaments posteriorly. The mobi-c implant at c4-5 was still intact. The surgeon used an osteotome on the superior and inferior endplates to remove the implant without complication. A competitive acdf device was implanted to fuse the level.

Manufacturer narrative:
Correction in d6a: implant date. Corrections based on additional information received. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a mobi-c revision surgery was performed to address instability after the patient experience a traumatic fall. Prior to the fall, the patient did well with the initial surgery and two years post-op. The flexion/extension films showed instability with ligaments posteriorly. The mobi-c implant at c4-5 was still intact. The surgeon used an osteotome on the superior and inferior endplates to remove the implant without complication. A competitive acdf device was implanted to fuse the level.